Event description:
The pump was returned for investigation. Investigation revealed contamination under the contacts of the keypad buttons. This report is made based on results of investigation completed on (B)(4) 2012.

Manufacturer narrative:
(B)(4). Device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, all the keypad buttons had normal response and were functional. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons.